Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the component failure of the plastic piece was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction shattered plastic piece was due to component failure of the plastic piece and the most probable root cause of the malfunction component failure of the plastic piece was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope had shattered plastic piece. The event had occurred during inspection for use. There were no reports of patient harm.